Event description:
Duckbill valve stuck. Product not used on patient. Doctor was demonstrating. He pulled the bag out and tried to squeeze it. The bag filled but he couldn't force air out of the bag. The manometer had to go to red before it released air.

Manufacturer narrative:
This belated MDR is being submitted as part of our remediation efforts in response to the FDA form 483 notification issued on june 4, 2014 by brian m. Campbell to ventlab, llc. This effort consists of 48 MDR's. Customer didn't return device for investigation additionally, ventlab performed quality trending, product investigation and corrective actions to solve the root causes. This is reflected in the evaluation. The solutions were implemented last year and a recall was initiated in may of this year.